Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was high. The customer changed the cartridge, infusion set and site which resolved the occlusion. As the customer was not currently experiencing an occlusion, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.